Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that a tego¿ connector valve malfunctioned during patient use. The thin plastic layer of tego slips off at the flat tip end. The sample was not available for evaluation. There was no patient harm reported.

Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The device history review was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.